Manufacturer narrative:
Manufacturing evaluation - the device was available in a decontaminated condition. The device shows visible damages. Investigation - the components were examined visually and microscopically. The gliding surface of the complained device shows clearly visible scratches and damages. The underside of the device shows visible damage. One fixation point is badly damaged. Batch history review - the product does not require batch management: a review is not possible. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most likely usage related. Rationale - there are no hints for a material problem. The visible damages are not in connection with a design related error. It appears that the mentioned damages were caused due to an insufficient handling and /or excessive force during several uses.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the trial intraoperatively. During a total knee arthroplasty, the trial was being used to measure for actual implant size required. It was damaged upon removal and was noted to have notches, cuts, scrapes and wear. There was no patient harm or intervention required. Additional information was not available.